Event description:
Customer reportedly obtained a result of 699 mg/dl on the aviva meter. The device's numeric reading range is 10-600 mg/dl; values > 600 mg/dl should display as "hi". No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.